Event description:
It was reported that the 9800 system experienced an ad-ch3 error at boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power cap module, the system batteries, battery charger and filament driver pcb. The system was tested and found to be working as intended and placed back into service.